Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The most likely cause is procedural factors, including a distortion of the native aortic valve after the mitral valve was implanted.

Event description:
It was learned from implant patient registry and medical records, that a patient with a 29mm 11400m had caused lack of leaflet coaptation of the native av requiring replacement of the aortic valve. Per medical records, the patient underwent an explant of a 28mm 4450 mitral ring replaced with a 29mm 11400m bioprosthetic valve. Given the small size of the heart, sutures were placed carefully beneath the native av avoiding the leaflets. The annulus was sized and a 11400m bioprosthetic mitral valve was implanted. Post bypass tee showed eccentric mv regurgitation. Cpb was reinstituted. The bioprosthetic mv which was well positioned out of the lvot, still had distorted the native av slightly pulling the non-coronary cusp preventing normal coaptation. It was decided to replace the native av with a 21mm insipiris valve. Post bypass tee showed no residual regurgitation in the aortic or mitral. The patient tolerated the procedure well and was transferred to ICU in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.